Event description:
The customer states that one patient sample generated an initial architect c8000 magnesium assay result of >3.90 mmol/l. The sample retested at 1.30, 3.11 and 1.02 mmol/l. The sample tested at 1.04 mmol/l on the other architect c8000 analyzer in the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A service call was initiated and while the abbott field service engineer (fse) was performing the planned maintenance on the architect c8000 analyzer, he observed a non-optimal washing at the wash cup for the sample probe. The fse replaced the washer cuvette foam tip and manually cleaned all of the cuvettes. He performed the pipettor calibration. The customer proceeded to calibrate the magnesium assay and processed the quality control samples. The values were within acceptable ranges. No additional erratic occurrences have been documented since this service call. Also, based upon the data captured in the instrument logs, the cause of the elevated magnesium results could not determined. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4)) and the clinical chemistry magnesium reagent package insert ((B)(4)) contain information to address the customer's current issue. Review of complaint tracking and trending; field service intervention.